Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because of pocket stimulation and twiddler's syndrome. A new ipg was implanted. Implant date-8/7/96 explant date-8/22/96 total implant time-16 days